Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported having issues with their ins as they felt like the battery has moved. Pt noted that they were experiencing pain in their hip, numbness in their back and legs which became worse and radiating pain. Pt mentioned they saw the physician assistant last week and they were instructed to call medtronic (mdt). Pt confirmed that the issue began late last week. Agent reviewed pt services role. The patient was redirected to their healthcare provider to further address the issue.